Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The evaluator found the pump to function as intended on the customer-supplied power cord and known good battery module. The event history log (ehl) review was performed and confirmed multiple events of "improper shutdown!". However, the occurrence of an "improper shutdown!" Message indicates that all power was disconnected from the pump and does not indicate if there was user input. A battery module was not returned with the pump. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a device that powers off without user input. There was no patient involvement. No additional information is available.